Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofiberscope displayed no image when plugged in. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, d9, g4, h2, h3, h6, and h11. The device was not returned to olympus for inspection; therefore, the malfunction could not be confirmed. Based on the results of the investigation, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided by the customer.